Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Following a pfa/rf procedure, a routine transthoracic echocardiogram revealed a pericardial effusion on the cti line in the right atrium. No intervention was needed to treat the effusion. The patient has experienced no symptoms during the hospital stay. Ibuprofen was administered. Physician states that no perforation occurred and alleges that the cause for the reported mild pericardial effusion is probably long rf energy delivery to the right atrial isthmus. There were no performance issues with any abbott device.